Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the bradycardia is unknown; however, it is possible the mechanisms of the tavr procedure described above or patient factors (pre-existing bradycardia, atrial fibrillation) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards affiliate in (B)(4), during a transfemoral tavr, a 26 mm sapien 3 valve was deployed in an intended 80:20 aortic/ventricular position with nominal volume. After rapid ventricular pacing (rvp), bradycardia developed and temporary pacing was introduced. Since bradycardia with heart rate (hr) of 30¿s bpm persisted, the patient left the operating room on pacing at 70 ppm. When entering the operating room, the patient¿s hr was 50-60 bpm. A permanent pacemaker was implanted on postoperative day (pod) 10.